Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been rec'd and evaluated. The mfg records were reviewed and no complaint related issues were found. All rec'd devices showed marks of forcible use. On all instruments, the entrances of the 120 degrees bores were deformed because of improper use. The devices showed marks of hammer strokes. Because of this, the protection sleeves were not able to be passed. The instruments have marks and were possibly used inadequately and forcibly. The intact and measurable diameters did fully meet to our specifications. This complaint is deemed invalid from a mfg standpoint.

Event description:
During a lateral entry femoral nail procedure for proximal femur fracture, the protection sleeve did not fit through the 120 degree ante-grade hole (for the lateral entry femoral nail) in the standard insertion handle. The surgeon tried three different sleeves and three different handles from different sets. He had to aggressively mallet the sleeves into the handles and use sterile mineral oil. One of the sleeves went half way in, and was malleted aggressively. The surgeon completed the procedure successfully. This event did not impose any harm on the pt. This incident extended the surgery by approx 30 mins. This complaint is on the first insertion handle. This report is 1 of 6 for the same event.